Event description:
It is reported in the intimation of claim that the complainant underwent a pelvic floor repair procedure on (B)(6) 2009 and a mesh was implanted. The patient underwent further procedures on (B)(6) 2009 and on (B)(6) 2010 and mesh devices were implanted. Following the surgery she has experienced intense pain in her vagina and back passage and continued to suffer problems with incontinence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.